Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During follow up, externalized conductors were observed via fluoroscopy at 5 cm proximal from the distal coil. Pacing lead impedance has gradually increased. Lead remains implanted.